Event description:
It was reported that the patient presented in-clinic after experiencing arrhythmia due to inappropriate pacing output from the patient's pacemaker. The pacing settings were changed, but the pacemaker continued pacing at a high rate. It was also noted that the pacemaker exhibited inappropriate magnet response. Further programming changes were made to resolve the issues. The patient was stable.

Event description:
New information received noted that following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The reported events of inability to interrogate, and pacing issue were not confirmed. Device was received in backup mode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.